Manufacturer narrative:
H3 device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found; the pump performed within specification. Product analysis was unable to identify a device malfunction with the returned devices. Therefore, product analysis was unable to confirm the reported events.

Event description:
It was reported that the patient underwent implantation of ams 700 cx on (B)(6) 2020. It was noted that during the initial implant procedure on the table, there was failure of the pump of the lgx device that had been implanted. Almost 45 minutes were spent testing the pump in various positions to see if it could work. However, there was recurrent failure of the pump to reinflate. The preconnected lgx had to be removed and a preconnected cx was placed. Hence the operation time exceeded 3 hours. Following the procedure, the pump had become adherent to the scrotum before infection manifested in the wound. The patient reported some discharge and a small wound after 10 days post operation. There was serous drainage at the site of the scrotal incision. He was seen by another physician who confirmed wound infection in the scrotum area and found a small track leading deeper towards the tubing. The culture showed no growth, most likely because the patient was on IV antibiotics. The patient was treated with antibiotics and underwent a salvage procedure on (B)(6) 2020. The type of infection was not reported.the patient was stable and had recovered well.

Event description:
It was reported that the patient underwent implantation of ams 700 cx on (B)(6) 2020. It was noted that during the initial implant procedure on the table, there was failure of the pump of the lgx device that had been implanted. Almost 45 minutes were spent testing the pump in various positions to see if it could work. However, there was recurrent failure of the pump to reinflate. The preconnected lgx had to be removed and a preconnected cx was placed. Hence the operation time exceeded 3 hours. Following the procedure, the pump had become adherent to the scrotum before infection manifested in the wound. The patient reported some discharge and a small wound after 10 days post operation. There was serous drainage at the site of the scrotal incision. He was seen by another physician who confirmed wound infection in the scrotum area and found a small track leading deeper towards the tubing. The culture showed no growth, most likely because the patient was on IV antibiotics. The patient was treated with antibiotics and underwent a salvage procedure on (B)(6) 2020. The type of infection was not reported.the patient was stable and had recovered well.

Manufacturer narrative:
Corrected data: b5 salvage procedure date corrected from (B)(6) 2020 to (B)(6) 2020. Corrected data: h6: evaluation result codes . H3 device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found; the pump performed within specification. Product analysis was unable to identify a device malfunction with the returned devices. Therefore, product analysis was unable to confirm the reported events.

Manufacturer narrative:
H3 device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found; the pump performed within specification. Product analysis was unable to identify a device malfunction with the returned devices. Therefore, product analysis was unable to confirm the reported events.

Event description:
It was reported that the patient underwent implantation of ams 700 cx on (B)(6) 2020. It was noted that during the initial implant procedure on the table, there was failure of the pump of the lgx device that had been implanted. Almost 45 minutes were spent testing the pump in various positions to see if it could work. However, there was recurrent failure of the pump to reinflate. The preconnected lgx had to be removed and a preconnected cx was placed. Hence the operation time exceeded 3 hours. Following the procedure, the pump had become adherent to the scrotum before infection manifested in the wound. The patient reported some discharge and a small wound after 10 days post operation. There was serous drainage at the site of the scrotal incision. He was seen by another physician who confirmed wound infection in the scrotum area and found a small track leading deeper towards the tubing. The culture showed no growth, most likely because the patient was on IV antibiotics. The patient was treated with antibiotics and underwent a salvage procedure on (B)(6) 2020. The type of infection was not reported.the patient was stable and had recovered well.

Event description:
It was reported that the patient underwent implantation of ams 700 cx on (B)(6) 2020. The patient reported some discharge and a small wound after 10 days post operation. He was seen by another physician who confirmed wound infection in the scrotum area and found a small track leading deeper towards the tubing. The patient was treated with antibiotics and underwent a salvage procedure on (B)(6) 2020. The type of infection was not reported. The patient was stable and had recovered well.